Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The customer sent log files for review while the patient was at the clinic, which showed multiple low flow events on (B)(6) 2022 starting at 0620. The flow was recorded between 0-3.8 lpm in the log file during this time. The pump was running during the low flow events between 5350-4950 rpms. As noted the pump was running, however, the flow had dropped down to 0 lpm at 0725. It was reported that the patient had sudden onset of heart failure (hf) symptoms early on (B)(6) 2022. Emergency medical services were called and the patient went into cardiac arrest. The patient was transported to a local hospital where resuscitative efforts were performed. The patient was life-flighted to (B)(6) hospital and expired shortly after arrival. Of note, that patient had covid-19 in early 2022 but was otherwise feeling fine and was cleared for an upcoming unrelated surgery. The cause of death was reported to be ventricular tachycardia and ventricular fibrillation. An autopsy was performed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion analysis conclusion a direct correlation between the device and the reported cardiac arrhythmia and subsequent patient outcome could not be conclusively established through this investigation. Evaluation of the submitted log files confirmed low flow events; however, these events appeared to be consistent with the patient¿s decline in condition. The death was not device related, and the device operated as expected. (B)(6) was returned with the pump cable severed approximately 8.5¿ from the pump header, and the 11¿ distal portion was returned attached to the modular cable. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The outflow graft and bend relief were cut approximately 1¿ from the graft attachment. The apical cuff was returned properly engaged with the cuff lock. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The submitted controller event log file captured continuous low flow fault flags resulting in 227 low flow hazard alarms on 19apr2022. The low flow alarms appeared to be consistent with the patient¿s condition and expiration. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. Lvad event and periodic log files were extracted from (B)(6). The log files captured the calculated flow hovering around 0.5 lpm which is consistent with the report of cardiac arrhythmia and subsequent patient expiration. The pump appeared to function as intended with stable rotor displacement and rotor noise values. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30sep2020. No further information was provided. The manufacturer is closing the file on this event.